Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the device cut the donor site too deep causing superficial trauma at the graft site. No info on surgical delay was provided. No additional information was noted. Due diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. The reported event could not be confirmed. Review of the most recent repair record determined the reported cutting issue could not be confirmed. The motor rpms were noisy but within specification, the control bar was loose, the spring seal and ball plunger were damaged, and the dowel pins were not in the correct position. The bearings, lever, ring gear, planetary gears, spring seal, and retaining ring were replaced, and the control bar was adjusted to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.